Event description:
Affiliate reports that, the valve was broken after it was implanted and needed to be replaced.

Manufacturer narrative:
It has been communicated that the device has been shipped to codman for eval. Upon completion of the investigation a f/u report will be filed.